Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/18/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 06/04/2015 with the following findings:the keypad was found to be fully intact; no damage or peeling was observed. During testing, the up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive. The contrast keypad button was unresponsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. No battery cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to an international distributor issue that has been reviewed with the FDA on january 12, 2015. (B)(6).